Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately calcified and moderately tortuous unspecified vessel of the upper arm. A 7.0 x 40, 40cm mustang¿ balloon catheter was then selected and advanced to dilate the lesion. During the third inflation, it was noted that the balloon ruptured at 18 atmospheres. The device was completely removed from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was returned for analysis. A visual and microscopic examination found no issues with the tip section of the device and with the profile of the markerbands. A longitudinal balloon tear was identified in the balloon material. The tear was identified 12mm proximal to the tip and extended 16mm proximally along the balloon material. A visual and tactile examination found no kinks or other damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately calcified and moderately tortuous unspecified vessel of the upper arm. A 7.0 x 40, 40cm mustang balloon catheter was then selected and advanced to dilate the lesion. During the third inflation, it was noted that the balloon ruptured at 18 atmospheres. The device was completely removed from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).